Manufacturer narrative:
In speaking with olympus technical support (tac) via the phone, the customer was advised the camera would need to be sent in for repair. The customer indicated that they use a third party for repair and the camera was recently repaired. Return of the camera to olympus was declined and customer planned to send the camera to the third party for repair. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
An olympus representative reported the customer's hd camera head was displaying an e216 scope communication error message. The issue occurred when preparing the scope for use. The customer tried the camera head on multiple towers during troubleshooting. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the error code e216 was unable to be identified. Olympus will continue to monitor field performance for this device.